Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has a punctured balloon and a return of blood into the machine .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11. Corrected field: d4(version or model, catalog, unique identifier (UDI)), h6 (health effect ¿ clinical code, health effect ¿ impact codes). It was reported that cs300 intra-aortic balloon pump (iabp) with blood was found inside and autofill failure. Getinge field service engineer (fse) found auto fill fail noted 3 times, as well as ¿blood detect¿. When the console was opened, blood was found inside. Provide a quote including the replacement of parts contaminated by blood. Fse replaced the module k3 - k5 - crm, safety disk, blood detection cell - tubing calibration of the purge and volume of functional test (optical fiber, valves, blood detection cell, screen, keyboard, printer) pneumatic performance test battery test mains connection / satisfactory residual autonomy operational tests with simulator (pressure signal, ECG signal) standard electrical safety test. There was a patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: d10